Manufacturer narrative:
(B)(4). Two samples were returned for evaluation. A visual inspection was performed and revealed that the flaps at the bottom of the bags were ripped. The reported problem was confirmed. It was concluded that this reported non-conformance may be attributed to wear and tear of the locating pins which perform the holes at the bottom of the bag during manufacture. As a corrective action, the locating pins on the machine were replaced for the next production run. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4), a 3 ltr oxygen barrier 6 way in which a leak was observed. According to the report, the "flaps ripped on bottom of pn bag". The event occurred during set up. There was no patient involvement, injury, medical intervention, or adverse events associated with this report. No additional information is available.